Event description:
It was reported that: "during thyroid lobectomy procedure, anesthesia noticed an increase in peak airway pressures. Because of patient history, he suspected bronchospasm, which was treated. No resolution of symptoms, so anesthesia attempted to suction the et tube. The suction catheter would not pass through the tube and anesthesia realized that the tube had de- laminated. The patient had to be extubated and re-intubated, which corrected the issues. There were no intra-op health consequences to the patient."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the sample revealed that the tube was kinked between the "*" of the "oral*nasal" marking and halfway between the 22 and 24 cm markings. The inner part of the tube was occluded due to the kink as the inner wall was collapsed. It was evident that the returned sample would not pass a kink test based on the extent of the damage. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states "if a reinforced tube is used orally, a bite block is recommended." A device history record review was performed on the spiral-flex et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink.